Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device is stuck inside the handle and difficult to remove while the tip of the driver is broken, rendering the device inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that without the requested relevant clinical information/documents a root cause of the reported breakage cannot be determined, however, per the visual inspection, we cannot rule out wear, tear and use as the likely cause of the reported failure. Should any of the broken non-implantable fragments remain inside of the patient, we cannot rule out the possibility of local skin irritation, corrosion and micro-motion/ and or migration. The future impact to the patient beyond that which has already been reported cannot be determined. It is unknown if there was a backup device or procedural delay. Since no other complications were reported, no further clinical/medical assessment is warranted at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section d updated.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during surgery two handles (tear drop screwdriver handle and large screwdriver handle) and two hexdrivers (3.5mm s/r hexdriver sh 178mm and 3.5mm cannulated hexdriver) broke as a result of trying to remove screws (inside the patient). The handle got stuck and driver could not be removed. It is unknown if there was a delay or a back up available to complete the procedure. No other complications were reported at this time.